Manufacturer narrative:
The reported blood loss is attributed to clotting of the extracorporeal blood circuit. There is no evidence to suggest that a device malfunction occurred. Air alarms were triggered following a saline bolus. The user's guide includes appropriate instructions for administering a fluid bolus and also for troubleshooting and resolving air alarms. No similar problems reported subsequent to this event. Facility staff have been notified. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that arterial air alarms occurred during a routine hemodialysis treatment following administration of a fluid bolus. The alarms could not be resolved and the treatment was discontinued. Rinseback was not performed due to possible clotting resulting in an estimated 190cc blood loss. No medical intervention was required.